Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 480 mg/dl. The customer stated she was experiencing high blood glucose and nausea. The customer felt that the insulin pump was working fine, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.